Manufacturer narrative:
The esheath was not returned for evaluation; however, photos were provided and based on the photos, the complaint for sheath distal tip ¿ damaged was confirmed. There was no functional testing and dimensional analysis performed. No manufacturing non-conformances or labeling inadequacies were identified. Based on the available information, patient factors of the access vessel was severely tortuous and minimal calcification was present. It is possible that during advancement of the sheath, it caught the introducer sheath tip on the skin calcification in the artery or some other obstruction. This can cause damage to the sheath tip. The manufacturing process for the esheath includes 100% multiple inspections for mechanical damage. These inspections make it highly unlikely that a manufacturing non-conformance occurred according to the current manufacturing specifications. The IFU and the thv training manual instructs on the necessary steps for sheath insertion. The training manual instructs the operator on proper sheath insertion and withdrawal techniques. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. In this case, procedural factors, including device manipulation and patient factors (severe vessel tortuosity and minimal calcification) may have contributed to the event. No labeling or IFU/training inadequacies were identified. Available information suggests that patient and procedural factors may have contributed to the event. Review of complaint history for the month of (B)(6) 2016 revealed that occurrence rates does not exceed the control limits for this trend category. Therefore, no preventive or corrective action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During a transfemoral tavr procedure, the esheath had torn ("ripped") caused by a tortuous anatomy. The sheath was removed and visual examination revealed that the sheath was torn. Resistance was noted during sheath insertion. A new esheath was inserted with ease and the procedure went well. There was no vascular injury to the patient. As per attached photos, the distal tip of the esheath was split. The patient¿s access vessel minimum luminal diameter (mld) was measured at 9mm x 12mm. The vessel was severely tortuous and mildly (minimal) calcified.